Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: no evidence of moisture inside the sensor window in the back of the pump. The pump was opened and no moisture was found internally. Investigators were unable to duplicate customer complaint. There was no defect found.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that there was a moisture bubble in the ir window at the back of the pump which has now caused the pump information not to download. The patient stated that the pump is working properly other than the issue with the ir window. The patient continues to wear the pump. The patient denied trauma to the pump and no moisture in the pump. There is no adverse event associated with this case. This report is being made due to the casing condition (moisture ingress) issue.